Event description:
It was reported during a thoracoscopy the instrument misfired. A second instrument was opened to finish the case. No buttressing material was used. The hosp has no further info, the rep will contact the surgeon. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism/bent knife. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.